Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogated high impedance in the defibrillator coil of the right ventricular (rv) lead. The patient underwent lead revision and found that the device set screw on the defibrillator coil was loose. The set screw was tightened and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.